Manufacturer narrative:
No product was returned for inspection. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reporter's email address unknown/ not provided. Product not returned to manufracturer.

Event description:
It was reported that the rash3n driver fractured. It was also reported that they were able to complete the procedure.